Event description:
It was reported that the statlock clip disconnected from the adhesive pad. No medical intervention was reported.

Manufacturer narrative:
The reported event was confirmed. Visual inspection noted one foley stalock was received. The clamp was disconnected from the swivel base on return. A potential root cause for this failure could be incorrect dimensions between mating parts. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the foley statlock product ifus are found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the statlock clip disconnected from the adhesive pad. No medical intervention was reported.